Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly suspended insulin delivery. Reportedly, the customer did not observe any alerts or alarms displayed in the pump history that would suspend insulin delivery. Blood glucose level was over 600 mg/dl with large ketones, and was addressed by administering a manual injection. The contact reported observing auto-off alarms being declared; however, alleged that the alarms were being declared inappropriately as the customer interacted with the pump within the 12 hours leading up to the alarm. Although requested by tandem technical support, the customer declined to upload the pump data logs. Reportedly, the customer had manual injections as alternate insulin therapy.

Event description:
Reportedly, the customer's health care provider (hcp) identified the ketone level as life threatening.